Manufacturer narrative:
Block b5 has been updated based on the additional information received on march 2, 2025. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the ligator could not suction the tissue enough, and the bands fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 2, 2025 it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the ligator could not suction the tissue enough, and the bands fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.